Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, and reported ketones, ketone level was unknown. Reportedly the customer is using apidra insulin. Tandem technical support informed customer that apidra insulin, is off label per the user guide. On (B)(6) 2024 the customer was admitted into the emergency room (ER) with a blood glucose level of over 400 mg/dl, and reported ketones, customer did not recall the ketone level. Customer attempted to address the elevated (bg) with a correction bolus via the pump, changing pump supplies, and consuming water. Customer was treated with intravenous fluids of saline and zofran, which resolved the issue, and the customer was released the same day with no permanent damage.